Event description:
It was reported that an explant at implant of an edwards' mitral bioprosthetic valve, due to one of the leaflets not moving after coming off bypass. Note that patient also received an edwards' aortic bioprosthesis with no incident, during the same operation. Additional follow-up with surgeon indicates this patient received double implants (aortic and mitral), and the tricentrix holder was confirmed to be properly deployed. Each leaflet was tested. Surgeon also informed that this patient is a rheumatic patient with a very heavily calcified annulus. Surgeon suggests the possibility of thickness and rigidity around the annulus may have impinged on one of the leaflets. However, stated that the posterior annulus was more calcified but the anterior leaflet was the one not moving on echo. The leaflets of the valve were excised, but not the sewing ring. A mechanical valve was then implanted over the sewing ring of the edwards' valve due to the extensive calcification on the patient's annulus. Intraoperative echo imaging was provided to edwards for evaluation.

Manufacturer narrative:
The subject device has not been returned, since it was reported that the sewing ring remained implanted, and only the leaflets were excised. The surgeon provided intraoperative echo imaging for review; imaging was forwarded to edwards' consultant, and results state the following: (iotee = intraoperative trans-esophageal echocardiography). (B)(6) 2012 iotee post-pump #1: a bioprosthesis is noted in the mitral position. The valve appears well seated. At least one and probably two of the mitral leaflets (in anterior and medial positions) have minimal if any systolic motion, remaining in an open position throughout the cardiac cycle. Although the leaflet in the posterior position appears to have normal systolic mobility, in some views there is an appearance of diastolic doming, suggesting limited excursion of at least a portion of the leaflet's commissural edge. There is severe central mitral regurgitation. A bioprosthesis is noted in the aortic position. The valve appears well seated. Although there is symmetrical opening of the valve leaflets in systole, the interval during which the leaflets remain open is very limited. The left ventricle (lv) appears diminutive in size. (B)(6) 2012, iotee post-pump #2: [non-edwards' valve implanted]: a prosthetic valve of unclear type is noted in the mitral position. Mitral regurgitation is noted, probably mild or mild-to-moderate in severity, and of paraprosthetic origin. A bioprosthesis is again noted in the aortic position. Impression: after the first pump run, there is severe central mitral regurgitation in the setting of a bioprosthesis with abnormal motion of at least one and probably two leaflets. Very brief systolic opening of the aortic valve and a diminutive lv cavity both suggest that the patient is not separated from extracorporeal circulation, raising the possibility that low flows could be contributing to abnormal mitral leaflet motion. However, the marked abnormality of bioprosthetic mitral leaflet motion suggests additional pathology. Available images do not allow reliable distinction between an extrinsic abnormality (such as a suture loop) and an abnormality intrinsic to the valve." The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. All valves are 100% inspected; the review indicates nothing to suggest a device quality deficiency that may have caused or contributed to this event. Since the subject valve was not returned (dismantled during the explant), it is not possible to determine a conclusive root cause of this event. A suture loop can only be confirmed by specific suture marks on the returned valve leaflets. As reported by the surgeon, it is possible that this patient's challenging anatomy (heavily calcified annulus) may have contributed to the distortion of the bioprosthesis and ultimately its explant.